Event description:
It was reported the ambulance was involved in an accident on (B)(6). The ambulance is reported to have rolled numerous times landing on its side on the opposite side of the roadway from which it was traveling. The cot broke away during the accident landing on top of the ems crew member with a patient still attached to the cot. There was reported patient involvement and injuries related to the ambulance accident.